Event description:
During a laparoscopic hernia procedure, the staples did not form properly. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury ocurred.

Manufacturer narrative:
5/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.